Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("device firmly lodged within the myometrium"), device expulsion ("device firmly lodged within the myometrium") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage. Concurrent conditions included fibromyalgia. In 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), back pain ("back pain"), tooth disorder ("dental issues"), urinary tract infection ("frequent urinary tract infections"), headache ("headaches"), alopecia ("hair loss"), pruritus ("itchy skin") and fibromyalgia ("more frequent flare-ups of pain associated with pre existing fibromyalgia"). The patient was treated with surgery (underwent a total abdominal hysterectomy with bilateral salpingectomy), surgery (underwent a total abdominal hysterectomy with bilateral salpingectomy) and surgery (underwent dilation and curettage, hysteroscopy and ablation on (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, genital haemorrhage, dyspareunia, back pain, tooth disorder, urinary tract infection, headache, alopecia, pruritus and fibromyalgia outcome was unknown. The reporter considered alopecia, back pain, device expulsion, dyspareunia, embedded device, fibromyalgia, genital haemorrhage, headache, pruritus, tooth disorder and urinary tract infection to be related to essure. Diagnostic results: (B)(6) 2017, the pathology report indicated a failed ablation, dysfunctional bleeding and pelvic pain. The uterus was removed with the right tube still attached and the left tube was partially removed along with the cervix. The pathology report further notes the bilateral tubes with essure devices with device firmly lodged within the myometrium. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("device firmly lodged within the myometrium"), device expulsion ("device firmly lodged within the myometrium"), genital haemorrhage ("heavy bleeding") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 20227507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage. Concurrent conditions included fibromyalgia, sleep apnea, gerd, post inflammatory pulmonary fibrosis, dysfunctional uterine bleeding and urinary frequency. Concomitant products included atorvastatin since 2012, azathioprine (imuran), celecoxib, clobetasol, colecalciferol (vitamin d) since 2012, hydrocodone, ibuprofen since 2013, ketoconazole, levothyroxine since 2012, losartan since 2012, minoxidil, pimecrolimus (elidel), prednisone since 2013, promethazine and tramadol since 2013. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), back pain ("back pain"), tooth disorder ("dental issues"), urinary tract infection ("frequent urinary tract infections"), headache ("headaches"), alopecia ("hair loss"), pruritus ("itchy skin"), fibromyalgia ("more frequent falre-ups of pain associated with pre existing fibromyalgia"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent a total abdominal hysterectomy with bilateral salpingectomy), surgery (underwent dilation and curettage, hysteroscopy and ablation on (B)(6) 2014) and surgery (novasure ablationdevice was inserted wiiliout complication). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, genital haemorrhage, dyspareunia, back pain, tooth disorder, urinary tract infection, headache, alopecia, pruritus, fibromyalgia, vaginal haemorrhage, menorrhagia, nausea and vaginal discharge outcome was unknown. The reporter considered alopecia, back pain, device expulsion, dyspareunia, embedded device, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, nausea, pruritus, tooth disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2013. Diagnostic results: (B)(6) 2017, the pathology report indicated a failed ablation, dysfunctional bleeding and pelvic pain. The uterus was removed with the right tube still attached and the left tube was partially removed along with the cervix. The pathology report further notes the bilateral tubes with essure devices with device firmly lodged within the myometrium. In (B)(6) 2010 essure confirmation test done which showed total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("device firmly lodged within the myometrium"), device expulsion ("device firmly lodged within the myometrium/expulsion of essure device"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in an adult female patient who had essure (batch no. 20227507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage. In (B)(6) 2010 essure confirmation test done which showed total bilateral occlusion. Concurrent conditions included fibromyalgia, sleep apnea, gerd, post inflammatory pulmonary fibrosis, dysfunctional uterine bleeding and urinary frequency. Concomitant products included atorvastatin since 2012, azathioprine (imuran), celecoxib, clobetasol, hydrocodone, ibuprofen since 2013, ketoconazole, levothyroxine since 2012, losartan since 2012, minoxidil, pimecrolimus (elidel), prednisone since 2013, promethazine, tramadol since 2013 and vitamin d nos (vitamin d) since 2012. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), back pain ("back pain"), tooth disorder ("dental issues/dental problems"), urinary tract infection ("frequent urinary tract infections/infection (bladder/ urinary tract/vaginal)"), headache ("headaches"), alopecia ("hair loss"), pruritus ("itchy skin"), fibromyalgia ("more frequent flare-ups of pain associated with pre existing fibromyalgia"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), neck pain ("neck pain"), rash ("rashes or skin conditions") and skin disorder ("rashes or skin conditions"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) and surgery (novasure ablation device was inserted without complication, underwent a total abdominal hysterectomy with bilateral salpingectomy, underwent a total abdominal hysterectomy with bilateral salpingectomy/oral root cana and underwent dilation and curettage, hysteroscopy and ablation on (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, menorrhagia, genital haemorrhage, dyspareunia, back pain, tooth disorder, urinary tract infection, headache, pruritus, fibromyalgia, vaginal haemorrhage, nausea, vaginal discharge, dysmenorrhoea, visual impairment, eye disorder, gastrointestinal disorder, neck pain, rash and skin disorder outcome was unknown and the alopecia was resolving. The reporter considered alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, nausea, neck pain, pruritus, rash, skin disorder, tooth disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: result: the pathology report indicated a failed ablation, dysfunctional bleeding and pelvic pain. The uterus was removed with the right tube still attached and the left tube was partially removed along with the cervix. The pathology report further notes the bilateral tubes with essure devices with device firmly lodged within the myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events added: dysmenorrhea (cramping), vision/eye problems, neck pain, rashes or skin conditions . Event clubbed: heavy bleeding/abnormal bleeding (general), dental issues/dental problems, device firmly lodged within the myometrium/expulsion of essure device and frequent urinary tract infections/infection (bladder/ urinary tract/vaginal).treatment drug added. Event outcome added for: hair loss. Lab data added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("device firmly lodged within the myometrium"), device expulsion ("device firmly lodged within the myometrium"), genital haemorrhage ("heavy bleeding") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 20227507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage. Concurrent conditions included fibromyalgia, sleep apnea, gerd, post inflammatory pulmonary fibrosis, dysfunctional uterine bleeding and urinary frequency. Concomitant products included atorvastatin since (B)(6), azathioprine (imuran), celecoxib, clobetasol, cholecalciferol (vitamin d) since (B)(6), hydrocodone, ibuprofen since (B)(6), ketoconazole, levothyroxine since (B)(6), losartan since (B)(6), minoxidil, pimecrolimus (elidel), prednisone since (B)(6), promethazine and tramadol since (B)(6). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), back pain ("back pain"), tooth disorder ("dental issues"), urinary tract infection ("frequent urinary tract infections"), headache ("headaches"), alopecia ("hair loss"), pruritus ("itchy skin"), fibromyalgia ("more frequent flare-ups of pain associated with pre existing fibromyalgia"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent a total abdominal hysterectomy with bilateral salpingectomy), surgery (underwent a total abdominal hysterectomy with bilateral salpingectomy), surgery (underwent dilation and curettage, hysteroscopy and ablation on (B)(6) 2014) and surgery (novasure ablation device was inserted without complication). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, genital haemorrhage, dyspareunia, back pain, tooth disorder, urinary tract infection, headache, alopecia, pruritus, fibromyalgia, vaginal haemorrhage, menorrhagia, nausea and vaginal discharge outcome was unknown. The reporter considered alopecia, back pain, device expulsion, dyspareunia, embedded device, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, nausea, pruritus, tooth disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2013. Diagnostic results: (B)(6) 2017, the pathology report indicated a failed ablation, dysfunctional bleeding and pelvic pain. The uterus was removed with the right tube still attached and the left tube was partially removed along with the cervix. The pathology report further notes the bilateral tubes with essure devices with device firmly lodged within the myometrium. In (B)(6) 2010 essure confirmation test done which showed total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs abd medical record received:event abnormal vaginal bleeding, menorrhagia, fatigue, nausea, vaginal discharge added. Reporters,lot number,concomitant medication added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.